Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device was not returned to olympus medical systems corp. (Omsc). However, the reported event may have been caused by the following: -influence from other than device. -temporary malfunction of internal board. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
An olympus field service engineer was informed by the user that during the procedure for treatment, the monitor screen turned black and the endoscopic image was flickering. The device was used in combination with an olympus video system center otv-s190. The user completed the procedure with the device. There was no report of patient injury associated with the event. The device was used twice a day and was manually reprocessed.

Manufacturer narrative:
The device was not returned to any of olympus locations. Therefore, olympus could not investigate the device. The user canceled the repair service because the sdi video signal was output normally and the reported event did not recur. According to the information provided by olympus (B)(4), the device has not been repaired in the past year. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.